Event description:
The customer complained that qc was running low but still within range after putting on a new elecsys troponin t (troponin t) reagent pack on a cobas e 411 immunoassay analyzer on (B)(6) 2018. The customer also mentioned discrepant results for 1 patient sample. The initial troponin t result was 0.09 ng/ml. The repeat result was 0.074 ng/ml with a data flag. The erroneous results were reported outside of the laboratory. The customer changed the reagent pack, ran calibration and qc with results closer to the mean. The customer repeated the sample again and got a result of 0.084 ng/ml with a data flag. The original result of 0.09 ng/ml was believed to be correct. No adverse event occurred. The e411 analyzer serial number was (B)(4). Calibration and qc were acceptable. Replacing the reagent solved the issue. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.